Event description:
The customer was hospitalized for high blood glucose and dka. Suggested customer to take manual injections as per md protocol. Troubleshooting was performed. The insulin concentraiton, programming, and bolus history were correct. In addition, a lead screw test was completed and passed. Instructed customer to change the infusion set and use a new bottle of insulin if testing passes. Few days later, the customer called back and stated that the high-pressure test was performed and did not pass.